Event description:
3/2005: the device involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the label on the vial of test strips look different and the information on the vial is different to the test strip lot information report.